Manufacturer narrative:
This report is for an unknown dhs/dcs plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2021 there was a problem with the sliding of the barrel of the plate along the body of the cephalic screw. Generally surgeon installs the cephalic screw on a screw holder provided with a threaded end (connection key) and then can slide the plate in advance and which is supposed to guide the barrel of the plate on the screw. However when screwing in the cervical screw with instrument, the tip of the screw flared slightly. Then while attempting to slide the barrel, it did not pass any more because of very slight widening. The surgeon had to add a second screw (acumed 7.5 screw) away from the screw left in place. However, it is not impossible that there is a secondary sweeping of the screw since there is no lateral cortical support. No further information provided. This report is for one (1) unknown dhs/dcs plate this is report 1 of 3 for complaint (B)(4).